Event description:
It was reported by patient's spouse to biomet (B)(4) legal department that patient underwent primary hip surgery three years ago. Spouse reports patient's surgeon has recommended revision allegedly due to elevated metal ion levels and pseudotumor. To date, a revision procedure has not been performed. This report is based on patient allegations, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown, expiration date - unknown, implant date - 2009 (exact date unknown), device manufacture date - unknown. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.